Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp an was able to reproduce the reported issue. The fse replaced the ECG patient cable and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that a pressure signal loss alarm occurred on a cs100 intra-aortic balloon pump (iabp) during use on a patient. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) provided the serial# (B)(4) of the iabp involved in this complaint.

Event description:
It was reported that a pressure signal loss alarm occurred on a cs100 intra-aortic balloon pump (iabp) during use on a patient. There was no harm or injury to patient and no adverse event was reported.